Event description:
It was reported that the patient experienced urethral erosion with an artificial urinary sphincter (aus) due to an 18 french catheter being placed. The existing device did not cause or contribute to the erosion, the catheter placement caused the cuff to eventually erode. It is suspected that the erosion was diagnosed through cystoscopy before surgical intervention. A procedure was performed on november, 2019 in which the existing 3.5 cm cuff was removed and deactivation plugs were placed on the tubing left from pump and balloon. There were no device performance issues with the explanted cuff and the patient did not experience further complications following the explant. A posterior surgery was performed in which a new 4.0 cm cuff was implanted.

Manufacturer narrative:
B5, d4, d6, h2, h6 updated. Product investigation completed. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced cuff erosion with an artificial urinary sphincter (aus). A surgical procedure was performed in which the cuff was removed and deactivation plugs were placed on the tubing left from pump and balloon. The patient did not experience further complications. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.